Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. Additional information will be submitted within thirty days upon receipt.

Event description:
The clinical registry in the netherlands brought this event to our attention reporting that a dissection occurred during implantation of a cypher a stent. The dissection was treated by implantation of another cypher stent. The target lesion was de novo, 3.5 x 22 mm and smooth, concentric, readily accessible with a type b2 classification and 90% stenosis and located in the proximal right coronary artery.